Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to cylinder rupture preventing use of the device. It was noted that there was air in the system and the pump bulb remained flat. The existing device was explanted and replaced with a new ipp. No patient complications were reported.